Event description:
It was reported by the patient that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. Pod was worn less than an hour. There was no impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed and with the adhesive liner still attached. The investigation found no damage or defects that would contribute to the needle mechanism deploying early. The needle mechanism was reset using the lock and load fixture and then redeployed without any issues. The data shows the device completed first and second priming before being deactivated and no abnormalities were observed that would indicate that the device deployed early. The cause of the reported event could not be determined.